Event description:
It was reported that pre-op, blade was not rotating with m5 handpiece and getting heated within a minute of use when running at a speed of 12000rpm in forward mode. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that, handpiece was cosmetically not ok, connector had dents, hi-pot test failed and motor cable assembly found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.